Event description:
Healthcare professional (hcp) reported patient was injected with [unspecified] juvéderm® volift¿ and developed granulomas. Biopsy was not provided.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, patient was injected with 1ml into the chin. 15 days later, symptom developed. Treatment was noted as massage. Symptom resolved a month and a half after onset.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.